Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the vinyl seat is sagging.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The product was returned for evaluation, and subsequent testing verified the complaint. Per the evaluation: seat upholstery sagging, touching cross braces. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states the vinyl seat is sagging.